Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Insulin pump received with broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case (battery tube), pillowing keypad overlay, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer's blood glucose level was 20 mmol/l at the time of incident and treated with insulin pump. It was also reported that the ring of the reservoir compartment had crack and reservoir was able to lock the place. The customer will return insulin pump for analysis.